Manufacturer narrative:
Per t:slim x2 user guide, ¿do not remove the transmitter from the sensor pod while the pod is attached to your skin. When you remove the sensor, make sure to pull out the sensor pod while the transmitter is still attached.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sensor wire became detached and remained in the customer's skin. Reportedly, the transmitter was not still snapped into the sensor when the sensor was removed. A root cause could not be determined. A replacement sensor was sent to the customer.